Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the pencil was used in conjunction with the equipment, it had intermittent and spontaneous activation of cut function when the coagulation function was activated. There was no patient involvement.